Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. Several attempts were made to obtain further information on the event with no response to date (B)(4).

Event description:
A nurse indicated that the vitrectomy probe stopped cutting during the surgery. The problem was resolved after replacing the product with another one. The procedure was completed with no harm to the patient. Several attempts were made to obtain further information on the event with no response to date.

Event description:
Additional information received from the nurse who clarified that the aspiration was not working when the cutter stopped.